Manufacturer narrative:
A ge service rep performed an on site investigation. The locking pin was cleaned and lubricated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system x-ray tube was not locking into place. No pt injury was reported.